Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to such as follows. The failure of the printed-circuit board of the power unit. The failure of the printed-circuit board of the image processing. The malfunction of the lcd panel.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use the image was not displayed on the subject device and the subject device was turned off on its own after ten minutes of turning on. The power cord was reconnected to the subject device, same issue occurred. There was no report of patient injury associated with the event.